Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2010 with shortness of breath. An echocardiogram showed that the patient had a pericardial effusion due to cardiac perforation. The patient's chest was drained. The lead was replaced on (B)(6) 2010.

Event description:
It was also noted that the lead exhibited high pacing thresholds due to dislodgement.